Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) was removed on (B)(6) 2019 because ¿it didn¿t work¿. It was clarified that the patient tried it for two years and 8 of the 9 programs they tried were causing the patient pain. The patient wasn¿t sure if they ever received therapy because they were in more pain after the ins was removed, but they were not sure if it was pain from the surgery or due to the ins providing some relief. The pain was at the site where the ins was implanted. There were no further complications reported or anticipated.